Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the unit seemed to slow down during use and did not work like it usually does. The unit did not have enough horse power. The procedure was successfully completed with the same unit with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.